Event description:
It was observed that during the evaluation, the device exhibited distal fiber breakage, dents on distal edge and minor stains under light guide cover glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, dents on distal edge and minor stains under light guide cover glass based on the results of the investigation, the most probable cause is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.